Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure there was oversensing of noise on the right ventricular (rv) channel that led to slight pacing inhibition. The patient's rate remained above 40 beats per minute. The noise was noted to resemble air bubbles. The leads were tested through the pacemaker and found no out of range measurements. The lead was removed from the header and tested on a pacing system analyzer (psa) where no noise was observed. The pacemaker was subsequently attempted and not implanted due to concerns over possible header or seal plug anomoly or connection issue. A new pacemaker was implanted with the existing lead and no noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the prolonged procedure. The returned pacemaker was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. During testing, noise was not able to be elicited. The pacemaker was interrogated and review of the electrogram (egm) also noted no noise. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Field h10 text regarding the 3191 code was updated as the previous text was inadvertently incorrect.

Event description:
This report is being filed to submit the analysis results.